Manufacturer narrative:
D4: lot #: asku. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was blocked and the unspecified medication did not flow out. The issue was identified before patient use. There was no patient involvement. No additional information is available.